Manufacturer narrative:
Suspect device serial number have been requested.

Event description:
Approximately 4 weeks after successful miradry treatment, clinic reported administering panadol (acetaminophen) and brufen (ibuprofen) and intralesional kenalog 2.5 mg/ml x 2 ml for cord-like inflammation and pain bilaterally. Pain diminished from axillae to mid-forearm bilaterally. The tendon is extending to forearm and fingers. Patient "cannot bring hand up, tearing forces and pain is increasing day by day. Left hand is painful and cannot touch it near the elbow and also swelling is still there and there is some numbness so far". Miramar labs' consulting medical director determined there is fibrosis, a temporary less common side effect of the miradry treatment that will resolve.